Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had back/retrograde flow of blood during therapy in the neonatal intensive care unit (medication, programmed amount and delivery rate unknown). The device had been programmed to deliver an IV solution at a rate of 4.7 ml/hour to a pre-term infant patient. The customer also stated that the fluid was administered via a 2h8480 tubing set. It was also reported that the device, IV solution, and set were swapped out, with a 10 minute delay in therapy, and that there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.